Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon retrieval string was wrapped around the tampon, making the string inaccessible to aid in removal. The tampon was removed manually. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful. No consequences reported.